Event description:
It was reported that the pump's screen was cracked and became non-functional, as it remained black and unreadable. There was no reported impact to the customer's blood glucose level. The distributor arranged for the return of the damaged pump for further inspection and provided a replacement pump to the customer.